Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every alternate day, intraperitoneal, ongoing) and meropenem injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from peritonitis and abdominal pain. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.